Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Siemens has requested the r1 files for investigation and an update has been received indicating they are not available. As noted: s/n (B)(4) gave the following warning: "excessive bubbles in the coox sample". The customer replaced the measurement cartridge and the instrument is operational. The root cause of this event is unknown.

Event description:
The customer reported discrepant ph and glucose results when run on two rp 500 analyzers. There was no report of injury due to this event.

Manufacturer narrative:
Siemens has reviewed the files provided by the customer. At the time of the escalated event and the seven days leading up to it, the reagent response curves for ph and glucose are stable and indicative of well-functioning sensors. The discordant sample posted an associated "excessive bubbles in coox detected" system flag on the printed report and event logs. It was noted that four minutes prior to the discordant specimen, an obstruction was detected by the system, posting a d39 error message. The integrity of the discordant sample may have been pre-analytically affected by micro-bubbles (triggering such a message in the co-ox) or from the previous d39 event. The definitive root-cause is unknown.